Event description:
Heartware left ventricular assist device (lvad) patient with tia transient ischemic attack (tia) requiring admission. The patient's symptoms included left facial numbness, dysarthria, and lower extremity weakness lasting approximately 30 minutes. The patient did not sustain any permanent neurologic deficits. The patient's head CT's were negative.